Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the insulin did not appear to drip through the needle; rather the insulin appeared to be flowing back into the needle. The home care user reported that their blood glucose levels rose to 540mg/dl due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and administered an injection to resolve their high blood glucose. No further adverse effects to user reported.